Event description:
A patient (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The patient was injected with 1.0 ml coaptite on (B)(6) 2009. On (B)(6) 2009, the patient experienced urinary retention diagnosed by bladder ultrasound. The patient was treated with straight and foley catheterization. The patient recovered on (B)(6) 2009. Per physician, the event was of moderate severity and definitely related to coaptite.

Manufacturer narrative:
Lot#: 1010736, expiration date: 09/01/2011. The device history records for lot 1010558, 1010736 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.